Event description:
It was reported the camera head had an image problem. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation also identified the cable was not connecting. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation the most probable cause of the reported event is component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had an image problem. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional three attempts were performed to obtain additional information, but no response was received from the customer.